Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of 397mg/dl, 108mg/dl and 155mg/dl, no quality controls were run during the call. No adverse event reported. Customer no longer has strips; a replacement was sent.